Manufacturer narrative:
Investigation summary: bd received 10 samples and 1 photo for investigation. The photo was reviewed and some blood can be seen in the flashback chamber of the eclipse needle. The blood residue is stuck to the top surface of the inner hub which indicates that the hub is not entirely full. This level of blood is acceptable. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for flashback chamber leakage with the incident lot was not observed as all product specifications were met. If a tube is placed on the device before vein access, and therefore before the flashback signal, the vacuum pressure from the tube creates a high vacuum pressure in the air chamber that surrounds the porous plug. When the vein is accessed after the tube placement, the high vacuum pressure in the air chamber pulls a large amount of blood into the front hub during tube draw. It is important to utilize the flash chamber signal to ensure vein access has been achieved before a tube is inserted into the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced visible blood in flash chamber. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: overfilling of flashback chamber eclipse signal - the chamber of their black eclipse signal needles was overfilling in the flashback chamber and it sometimes meant that the specimens did not fill. - has happened on up to 10 occasions with this lot number.